Event description:
Reporter stated customer was admitted to hospital and was being kept overnight for observation after a low blood glucose event. Reporter stated that the customer had tripled their dose of metformin (from 1000 mg twice daily 3000 mg twice daily) in an attempt to lower blood sugar. Reporter stated that customer had been measuring blood sugar with the advantage system, using blood glucose test strips that were stored in a plastic bag, and was receiving elevated results. Product labeling instructs the user to store test strips in the tightly closed original container and to use within 3 mins of removal. Customer was treated at home with a sandwich by emt's after emt's measured the customer's blood glucose at 86 mg/dl. Reporter stated customer was admitted to hospital with blood glucose of 97 mg/dl.